Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and no anomalies were found. The hand piece was disassembled, a torn accoustic isolator and evidence of moisture ingress were found in the instrument. A batch record review was performed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a gastrectomy, a hand piece error code occurred; troubleshooting was followed and still did not work. Another instrument was used to complete the procedure with no pt consequence.